Event description:
It was reported that during the implantation of the left ventricular lead, an implant tool tore the patients coronary sinus. The physician opted to remove the lead without making another implant attempt.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis found normal device characteristics.(B)(4).